Manufacturer narrative:
Eval summary: pt build, weight, height, and activity level were not provided. An operative report was provided. The report stated that no complications were noted, and that the postsurgical x-ray indicated good position and alignment of all components. As no x-rays were provided, the anatomic positioning and condition of the implants at the time of the experience occurred are unk. Given the info provided, a definitive cause for the experience of post operative pain cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt is presenting with pain.